Event description:
The customer reported that during a subtotal colectomy the instrument didn't work. A new instrument was opened to finish the procedure. There was no patient injury. Upon receipt for investigation the blade of the device was not connected to the trigger and slid freely within the shaft, even when the jaws were open.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
Covi(B)(4) 2015. One used lf1637 was received for evaluation and visual inspection found that the knife blade was fully advanced while the jaws were open. The customer reported that the instrument didn't work. The reported condition was confirmed. The investigation found the device had been assembled without a spindle pin. Without the spindle pin, the knife is not connected to the trigger and is free to slide within the device. The investigation identified the root cause of the reported event to be a missing component due to an assembly error. (B)(6) has been revised to include additional checks for spindle placement. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.